Event description:
A facility reported a cerelink power supply unit with a open circuit live pin fault. The removeable country specific adapter of the power supply appears to be a weakness in the power supply design. Icp monitor / codman battery not charging/supplying power to cerelink monitor. Connection cables checked. Plug socket checked. No voltage supplied to cerelink icp monitor from power supply. A new icp / codman power supply installed and connected to monitor. Fault rectified. Icp monitor and power supply returned to clinical equipment services. Medical engineering inspection of device and power supply. Fault identified in the country specific adaptor live pin termination. No damage observed to external of power supply or country specific adaptor. Internal component/connection failure suspected.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cerelink power supply was returned for evaluation: DHR - no anomlies were noted to have occurred during the manufacturing process. Failure analysis - power supply and blade inspected. Supplied blade worked when plugged into a universal power strip. With movement of power supply while plugged in, there was no drop in voltage indicating a defective blade. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation, the potential root causes include user mishandling.

Event description:
N/a.